Manufacturer narrative:
Device evaluated by MFR synergy ous mr 2.25 x 28 mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal region of the stent were slightly moved out of place. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. No other issues.

Event description:
Reportable based on device analysis completed on 14-jul-2020. It was reported that crossing difficulties were encountered. The target lesion was located in a highly calcified left anterior descending artery. A 2.25 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.